Event description:
International affiliate reports the valve was implanted in 2001, exact date unknown. Approximately six months later, the patient experienced a disturbance of consciousness. The surgeon found an obstruction of the outlet valve and distal catheter component. The device was explanted.